Manufacturer narrative:
The technician found a broken screw and the hex rod backed out of caster causing the timing to be off. The technician replaced the screw and rod and checked caster brake timing to repair the stretcher.

Event description:
Information received indicates the stretcher brakes hold and do not roll, but they do swivel around the shaft on the head end.